Event description:
Patient called to report that patient had segments missing on patient's lfs meter. On the day of the event, patient felt patient's blood glucose was high. Patient had symptoms which consisted of feeling tired, frequent urination and felt like passing out. Patient tried to test on meter, but meter was displaying an error message when patient powered the meter on. Patient was unable to determine what kind of error message it was due to the missing segment. Patient felt because the meter had missing segments and patient was unable to test patient's blood glucose. Patient had to go to the ER. Patient was there for 6 hrs and released. While in the ER patient was given 60 units of insulin shot twice, which includes hemalog and regular. Patient was also given 20mg of glucotab twice, no further information has been reported.